Event description:
Device was returned for repair only. When rec'd, it was noted that the front end was broken off and missing. The contact at the hosp stated that the device did break during surgery, but that no pt injury or surgical incident had been reported. The hosp cannot however, answer as to the location of the missing piece. Co is therefore taking the conservative approach and filing.